Event description:
A malfunction on customer's pump was reported. There was no reported impact to the customer's blood glucose level. Cts planned to follow up in 10 minutes since the customer was driving and could not provide the pump's serial number. Upon follow up technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller understood.